Manufacturer narrative:
Combination product: yes. The affected product was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could not be obtained. Review of the production documentation confirmed that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the reviewed documentation no device deficiency or manufacturing-related root cause could be identified. According to the documentation provided, the physician considered the possibility of a medication problem. After the reported event the patient continued dapt with aspirin and efficient. There were no problems at the 1-month follow-up.

Event description:
The patient had a previously placed bare metal stent (bms) in the rca, had been on long-term dapt and was treated with clopidogrel alone. On (B)(6) 2023, the patient suffered an acute myocardial infarction and underwent pci. At that time, a thrombus was found on the edge of the bms at rca. No information is available with regards to the treatment for this thrombus. However, the affected orsiro mission drug eluting stent was implanted overlapping the bms. At this time, there was no stent expansion failure (confirmed by ivus), and the pci was completed without any problems. The patient was discharged while continuing dapt with aspirin and clopidogrel. On (B)(6) 2024 (about three weeks later), the patient underwent emergency pci due to an acute myocardial infarction. The patient continued dapt with aspirin and efficient, and there were no problems at the 1-month follow-up. The physician commented that it may be a medication problem. Based on the information in the stent thrombosis case report, aspirin and clopidogrel were prescribed on (B)(6) 2023. In addition, prasugrel hydrochloride and ticagrelor were administered, with an unknown date.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference (B)(4). The affected product was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could not be obtained. Review of the production documentation confirmed that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the reviewed documentation no device deficiency or manufacturing-related root cause could be identified. According to the documentation provided, the physician considered the possibility of a medication problem. After the reported event the patient continued dapt with aspirin and effient. There were no problems at the 1-month follow-up.